Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation

Event description:
The patient was undergoing a coil embolization procedure in the lower aorta using a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance a penumbra coil 400 (pc400) into the hub of a lantern, the physician experienced resistance and the pc400 would not advance; therefore; it was removed. The physician then removed the lantern and the procedure was completed using another microcatheter, the same pc400 and other pc400¿s. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there was no visible damage to the lantern. A demonstration coil was advanced through the returned lantern and out of the distal tip without an issue. Conclusion: evaluation of the returned lantern revealed no visible damage. A demonstration coil was advanced through the hub of lantern and out of the distal tip without an issue. The root cause of the reported resistance could not be determined. Further evaluation of the returned devices revealed that the non-penumbra microcatheter was kinked. Penumbra catheters and coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.